Event description:
The micro reciprocating saw was sent in for svc and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within the internal components of the device was identified as the probable cause of the failure.